Event description:
Distributor became aware of two events involving percutaneous feeding devices. Both peg's were initially placed without incident. Sometime post placement the feeding devices migrated into the peritoneal wall requiring surgical removal. New feeding devices were placed in both instances and there were no pt complications. No further details are available with regards to the circumstances surrounding these events. No info obtained to date identifies any product malfunction which may have contributed to this event. Without further info co cannot determine the exact cause for this event. Directions for use for this device state: "avoid excessive pulling on the feeding tube as this may cause the internal bolster to embed against the gastric mucosa. The result can be tissue necrosis, tube migration, infection and associated sequelae."